Event description:
While using a byte night aligner, a patient suffered traumatic occlusion that has caused pain, sensitivity, and fractured teeth and fillings. Doctor advised patient to stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.